Event description:
It was reported that approximately one year post-implant of a bifurcated device and a suprenal aortic extension, the patient presented emergently with back pain and a computed tomography (CT) scan revealed aneurysm rupture. The CT apparently showed that the rupture was due to an endoleak coming from the bifurcated device. The physician elected to reline the currently implanted bifurcated with an additional bifurcated, which corrected the endoleak and the rupture. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product appropriateness and patient candidacy might have been incongruent with the IFU or cautionary product use due to: mural thrombus and calcifications at the bifurcation and iliac arteries. The patient was on anticoagulation for atrial fibrillation and at the time of the rupture, their coagulation studies were above the high normal range, which might have contributed to the event. There was substantiating evidence of a right common femoral perforation and the placement of an icast stent post index. There was evidence of a pseudoaneurysm of the left common femoral artery approximately one week post index. The type iii-b endoleak and rupture were substantiated. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be conclusively determined; however, vessel morphology and patient's existing conditions are possible factors.